Event description:
Arterial line required replacement due to damped waveform. Provider located axillary artery for new arterial line placement. During procedure, blood flow was obtained, and guidewire was inserted. Provider met resistance and attempted to remove guidewire and reassess insertion needle placement. Provider unable to remove guidewire without resistance. Provider removed guidewire and insertion needle simultaneously "springy" end of guidewire had unwound and was snagged within insertion needle.